Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
Caller states customer had low blood glucose symptoms with result of 18 mmol/l obtained on the mobile system. At the same time, customer tested 2 mmol/l on a bayer contour. Caller treated the customer with (B) (4). Requested return of suspect device however test strips have been discarded.